Manufacturer narrative:
Integra has completed their internal investigation on june 8, 2017. Results: evaluation of returned device; a thorough observation of jaw did not show manufacturing defect. Chamfer are conform to manufacturing specifications. A prehension control with 30g paper did not make holes. DHR review; no anomalies that could be associated with the complaint were observed complaints history; (B)(4). Conclusion: the product sample met specification requirements.

Event description:
It was reported that during a laparoscopic surgery with forceps atraumatic, some injury on the colon has been seen. Additional information received on may 23, 2017: the customer has no major impact on patient to report. He is just complaining on the fact that the forceps is suppose to be "atraumatic", but there was a small injury on the colon. No treatment necessary.